Manufacturer narrative:
The pump powered up properly after battery installation. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. The pump was monitored for several hours and no blank display noted. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 15-mar-2024, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 15-mar-2024 listed on smartsolve. Dailytotalcollectionstarttime: 03/15/2024 00:00:00.000. Dailytotalofallinsulindelivered: 276000 (27.6 u). Dailytotalofbasalinsulindelivered: 204000 (20.4 u). Dailytotalofbolusinsulindelivered: 72000 (7.2 u). 03/15/2024 11:50:21.000 normalbolusdelivered (220), bolusprogrammingmethod: boluswizard (1), normalbolusamountprogrammed: 72000 (7.2 u), bolusamountdelivered: 72000 (7.2 u). The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Please see below for pump errors/alarms noted 1 week prior to the event date 15-mar-2024 in the formatted history file.  No delivery alarm/insulin flow blocked alarm was recorded and found in the formatted history file 03/10/2024 15:37:50.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 03/10/2024 17:51:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/10/2024 17:53:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/10/2024 17:54:01.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/10/2024 17:56:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/10/2024 21:09:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/10/2024 21:11:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/10/2024 22:57:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 03/11/2024 01:06:55.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 03/11/2024 11:30:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/11/2024 11:40:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/11/2024 12:33:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/11/2024 12:43:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/11/2024 13:54:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/11/2024 13:55:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/11/2024 13:56:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/11/2024 13:58:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/11/2024 13:59:01.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/11/2024 14:00:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/11/2024 14:01:01.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/11/2024 15:17:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/11/2024 16:31:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/11/2024 16:32:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/11/2024 16:33:01.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/12/2024 10:56:01.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 03/12/2024 11:08:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/12/2024 11:09:01.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/12/2024 11:10:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/12/2024 11:11:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/12/2024 11:12:01.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/12/2024 11:13:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/12/2024 11:15:01.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/12/2024 16:56:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/12/2024 16:57:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/12/2024 16:58:01.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/12/2024 17:01:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/12/2024 17:02:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/12/2024 17:12:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/12/2024 17:33:19.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 03/12/2024 17:37:52.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 03/12/2024 17:47:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/12/2024 17:57:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/12/2024 17:59:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/12/2024 18:00:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/12/2024 18:02:01.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/12/2024 18:12:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/12/2024 20:11:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/12/2024 20:21:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/12/2024 20:51:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/12/2024 21:01:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/13/2024 00:09:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 03/13/2024 00:22:19.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 03/13/2024 10:37:04.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 03/13/2024 10:47:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/13/2024 19:27:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/13/2024 19:37:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/13/2024 19:38:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/13/2024 19:39:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/13/2024 19:40:01.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/13/2024 19:41:01.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/13/2024 19:42:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/13/2024 19:46:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/13/2024 20:11:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/13/2024 20:21:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/13/2024 21:11:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/13/2024 21:14:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/13/2024 21:15:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/13/2024 21:16:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/13/2024 21:42:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/13/2024 21:58:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/13/2024 22:22:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/13/2024 22:32:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/13/2024 23:07:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/13/2024 23:17:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/13/2024 23:19:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/13/2024 23:20:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/13/2024 23:21:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/13/2024 23:22:01.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/13/2024 23:23:01.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/13/2024 23:24:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/13/2024 23:25:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/13/2024 23:26:01.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/13/2024 23:27:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/13/2024 23:28:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/14/2024 00:27:23.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 03/14/2024 02:37:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/14/2024 07:02:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/14/2024 07:03:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/14/2024 07:23:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/14/2024 07:33:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/14/2024 07:35:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/14/2024 07:42:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/14/2024 07:43:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/14/2024 07:44:01.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/14/2024 07:48:24.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 03/14/2024 07:53:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/14/2024 07:54:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/14/2024 07:55:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/14/2024 07:57:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/14/2024 08:01:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/14/2024 08:02:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/14/2024 08:14:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/14/2024 08:32:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/14/2024 08:33:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/14/2024 08:34:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/14/2024 08:37:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/14/2024 08:38:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/14/2024 08:41:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/14/2024 08:43:01.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/14/2024 08:44:01.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/14/2024 10:49:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/14/2024 10:50:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/14/2024 10:51:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/14/2024 10:52:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/14/2024 10:53:01.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/14/2024 17:42:51.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 03/14/2024 17:52:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/14/2024 20:37:55.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 03/14/2024 20:44:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/14/2024 20:45:42.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 03/14/2024 20:48:41.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 03/14/2024 20:49:34.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 03/14/2024 20:50:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/14/2024 20:50:38.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 03/14/2024 20:51:01.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/14/2024 20:51:37.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 03/14/2024 20:55:01.000 alarmalertnotification (40) faultnumber: nodelivery (7) during prime. 03/14/2024 20:55:55.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 03/14/2024 20:59:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/14/2024 21:09:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/14/2024 21:11:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/14/2024 21:12:05.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 03/14/2024 21:13:01.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/14/2024 21:14:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/14/2024 21:16:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/14/2024 21:17:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/14/2024 21:27:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. No unexpected occlusions or insulin flow blocked alarm noted during testing. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. No evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.7 mv). The motor was tested outside of the device on the ngp stb3 and passed. The pump was received with the original battery cap with a loose metal contact on the battery cap due to a broken three heat stake post. A test battery cap locks securely into place. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a stained keypad overlay, a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. Customer alleged for blank display (pump stops working) was not confirmed. The pump passed all the required testing. Unable to verify customer alleged for high bgs. The force sensor is within specification and the motor functioning properly. However, battery cap contact missing/damaged was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced insulin pump stopped working. The customer reported blood glucose value of 950 mg/dl. The customer reported confusion/disorientation and hyperglycemia treated with hospitalization: overnight stay and IV insulin drip (intravenous insulin infusion). The event involved product(s) mmt-332a, mmt-1880, unomedical. The customer feel ok to troubleshoot. The customer was using the insulin pump system within 48 hours of the reported event. The customer was not using the auto mode/smartguard feature at the time of the event. The customer declined to continue with troubleshooting. No further patient complications were reported. No product return is required for mmt-332a. The customer will discontinue the use of the device. Mmt-1880 was requested and customer response was the device will be returned. No product return is required for unomedical.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.